Event description:
Headaches, severe depression, irreversible memory loss, both short and long term, nightmares, severe headaches, job loss, panic attacks, all as a result of psychiatric electroshock in 1957.